Event description:
It was reported that a patient underwent generator and lead revision surgery. The patient had high lead impedance, good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.